Manufacturer narrative:
According to sophysa in-house process, the probe (B)(4) has been analyzed and tested by the quality control laboratory. One connected to the pressio monitor, the error e001 was confirmed. It was observed that a one of the micro-wire inside the catheter was broken. This breakage is due to an abnormal and excessive elongation of the tubing of the probe. The icp pressio catheters are flexible but not stretchable, and therefore cannot be elongated in a such way without inducing impairment. Several hypothesis can explain this situation: during disconnection of the catheter from the extension cable, the user pulled on the catheter by handling the tubing. To avoid that problem its important to raise awareness of user to systematically hold the catheter using the connector during disconnection, to prevent this kind of damage. During nursing/move excessive traction has been applied to the catheter and/or the extension cable leading to micro-wire breakage.

Event description:
After passing the MRI, no more values (error code e001).